Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula bent (retracted) inside sensor base.

Event description:
The customer reported via phone call that sensor did not have an electrode. Customer's blood glucose at time of incident was unknown. The customer was advised that the sensor probably retracted into the connecting pad, the sensor was replaced.